Event description:
A pump memory error occurred while updating the pump with the physician programmer. The message received was ¿incomplete telemetry, pump memory error, status unknown¿ followed by ¿incomplete telemetry, pump memory error, telemetry error¿. The healthcare provider (hcp) interrogated the pump again and noted the pump was in stopped pump mode for 17 minutes. After several attempts, the hcp was able to successfully update the pump, and the issue resolved. There was reportedly no electromagnetic interference or MRI associated with the pump memory error. The pump contained duramorph. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant: product ID 8780, serial# (B)(4), implanted: 2014-(B)(6), product type catheter. Product ID 8840, product type programmer, physician. (B)(4).